Event description:
Report received from foreign reporter that patient experienced symtpoms of overinfusion two hours after pump replacement. Patient experienced coma for 2 days - receiving baclofen in the intrathecal pump. Pump will be returned for analysis.